Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was loss of capture on this right ventricular (rv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) at the patient's post-operative check. It was noted that no asystole occurred but that the patient experienced pulsations. At the check, rv amplitudes had decreased, pacing thresholds had increased and pacing impedance measurements had decreased, but remained within range. A lead revision was reportedly performed. No additional adverse patient effects were reported. This lead remains in service.